Manufacturer narrative:
Model number / catalog number: sc-2138-50, serial number: (B)(4), batch / lot number: a11368/a12028, model / catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and stimulation was turning off when the patient moves forward or backward. Lead migration was noted. Database analysis revealed that the impedance measurements had high values on port a (1 contact) and port b (1 contact). The patient underwent a lead replacement procedure and was doing well postoperatively.